Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was noise on the atrial lead. It was also reported that there was retrograde conduction which led to inappropriate mode switching. The atrial lead sensitivity was decreased and the lead remains in use. No patient complications have been reported as a result of this event.